Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had the color bar was caused the cable failure, was not caused the subject device. The engineer of olympus europe se & co. Kg (oekg) went to the user facility and checked. The cable which was plugged in the wall outlet was found the failure. The engineer changed and tested from its failure cable to another and it was solved the reported phenomenon. Omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had the color bar at the unspecified timing. The user also reported that it seemed to occur due to the cable failure. It was not provided other detailed information. There was no report of patient injury associated with this event.